Manufacturer narrative:
Block d4 unique identifier (UDI) # this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Block h6: imdrf code a1801 captures the reportable event of device contamination.

Event description:
It was reported to boston scientific that an orbera balloon was utilized during an intragastric balloon placement procedure on (B)(6) 2026. During the procedure, upon opening the balloon box and prior to opening the sterile packaging, dirt or adhesive residue was observed at the junction between the catheter and the balloon. As a result, the device was not used and another of the same device was selected. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.